Event description:
It was reported that the console was having burn smell during use. There was no procedure and patient outcome reported.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated. As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse performed a physical inspection of the console and did not find any damage or malfunction related to the reported event. Device was installed on 12/27/2021 and this event occurred over 3 years after the system installation. After this period, component wear, failure or damage is possible based on product use. Based on analysis and the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
B3. Date of event the exact date of the event is unknown, estimated.

Event description:
It was reported that the console was having burn smell during use. There was no procedure and patient outcome reported.